Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) that displayed values in the dexcom app but did not connect to the ilet until after the user restarted the ilet and successfully entered the four-digit sensor code, after which the ilet indicated pairing with the sensor. No adverse clinical symptoms were reported. Outcomes included no impact on health and no hospitalization. User support included troubleshooting, device restart, and guided re-entry of the sensor pairing code. Investigation of this case revealed a pairing connectivity issue that was resolved through device reboot and proper code entry, indicating user interface or pairing process difficulty without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup error during cgm pairing.